Event description:
According to clinician, the pump was set up to infuse a procainamide bolus, 75mg/ 100mls to infuse over 1 hr at a rate of 100mls/hr. The clinician reported that the nurse found 50mls left to be infused in the bag at the end of that hr, and the pump read that 100mls had been infused. According to clinician, the procainamide bolus was intended to cardiovert the pt, and the pt reportedly did cardiovert even through the remaining 50mls of the bolus had not been infused in the hr timeframe. According to clinician, there was no pt injury associated with this report.